Event description:
Covidien formerly tyco healthcare received a report from a biomedical engineer that the unit would work for several minutes and the volume would gradually decrease to the point that there is no audio tone provided. There was no pt harm reported.

Manufacturer narrative:
The device associated with this report was requested back for eval, but it has not yet been received.